Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted the device on (B)(6), 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the manufacturer, the electrode lead was not available for analysis. This report is filed on august 21, 2013.

Manufacturer narrative:
(B)(4).